Event description:
See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: an hhs/FDA sus voluntary event report was received 10dec2018 as filed by the facility and is linked to this report. The sus can be referenced in mw 0300240000-2018-8035. Additional information provided in the report states that the male patient was brought to the lab for a right heart catheterization. While the physician was attempting to gain access to the right brachial vein, a small piece of the tip of the cope mandril wire broke off. Three physicians attempted to retrieve the wire but were unsuccessful. It was decided that further attempts at removal were likely to be unsuccessful and there was miniscule risk of leaving the device tip in place. The right heart catheterization was not performed. The user listed the problem as ¿device failed¿. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr236185_hhs_FDA_3500a_0300240000_2018_8035_recvd 10dec2018_mnp.pdf].

Manufacturer narrative:
PMA/510(k) #: not exempt, PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a cope mandril wire guide was placed into a patient during an unknown procedure. It was noted that a section of the wire guide separated and broke off into the body of the patient during the procedure. An additional consultation and surgical procedure were conducted to remove the remaining section of the wire guide, but this attempt proved unsuccessful. A section of the device remains in the patient. Additional information regarding event details have been requested, but are not available at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There were no notable gaps in production or processing controls identified. A review of the device history record revealed one nonconformance where one device was scrapped for an uncaught weld. Though this nonconformance is related to the failure mode, there is evidence of quality control activities being performed on all devices in this lot. It should be noted that there were no other complaints reported for this lot number. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Previous investigations on similar devices with similar failure modes have shown that withdrawing a wire guide through a needle may lead to the failure described. However there are not enough details provided about the procedure to confirm that use error contributed to the event. No information was provided about the patient so potentially tortuous anatomy cannot be ruled out as a risk factor either. A main cause of failure could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.